Event description:
It was reported that during the preparation for photoselective vaporization of the prostate (pvp) procedure, when the fiber was opened the attachment was detached, therefore the connection was unable to be performed. The physician stated that the fiber tip was broken. The procedure was completed with a holmium laser enucleation of the prostate (holep) procedure. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis, therefore, no physical analysis oof the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed the reported event cannot be established.

Event description:
It was reported that during the preparation for photoselective vaporization of the prostate (pvp) procedure, when the fiber was opened the attachment was detached, therefore the connection was unable to be performed. The physician stated that the fiber tip was broken. The procedure was completed with a holmium laser enucleation of the prostate (holep) procedure. There were no patient complications.